Event description:
It was reported that the device was explanted after an implant duration of approximately 3.6 months, due to unknown reasons. No further details were provided.

Event description:
On november 16, 2009 facility?s biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague cx triple channel volumetric infusion pump in which speaker does not work. The reported condition occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. Additional information was obtained from the customer on november 19, 2009: when the biomed induced an upstream occlusion, the pump displayed a visual alarm, but did not sound an audible alarm. The software version for this device is currently unknown.

Manufacturer narrative:
Evaluation summary: the reported condition of the speaker does not work was confirmed and duplicated. The reported condition is due to the two backup beeper sounds and the alarm tone do not sound off due to connector p12 on the user interface module printed circuit board being separated from the traces. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available.(B) (4)